Event description:
This involves varian's aria electronic medical record software version 11, mr3. The truebeam delivers radiation therapy treatments and writes a record of treatment delivery to aria. Recently, varian representatives upgraded the console of our truebeam linac. Since the upgrade, there have been 28 instances of patient records containing incorrect machine parameters during automated treatments. Based on analysis of machine log files, these events are understood to be mis-recording of data. We do not believe any patients received an incorrect treatment.====================== manufacturer response for radiation oncology linear accelerator, truebeam using console v.2 software (per site reporter).====================== they have been included since the beginning and helped with the analysis of the detailed machine log files. They expect a software fix soon.